Event description:
It was reported that patient had an lvad system implanted in (B)(6) 2010 and the ICD hv therapies had been programmed off since then. The device could not be interrogated to turn the therapies back on. The device will be left as is for now as the physician is undecided on a treatment plan.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.